Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main1 full height drawer crashed the pyxis system. The customer unplugged the drawer, after which the machine powered up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a failed drawer controller board. A field service engineer (fse) performed service after full height (fh) drawer 1 was disconnected due to a station shutdown. The issue was diagnosed as a failed drawer controller, and a replacement was installed. After powering on, fh drawer 6 row c was noted off bus. The row board header cable was reseated, and operation was tested in both the application and hardware test application (hta) diagnostics with no issues observed. The system functioned as intended after the field service engineer repaired the device.